Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Including, root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. No further information is expected. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device implant procedure, the pressure in the patient's eye has not decreased. The doctor suspects the device as faulty. The device was exchanged. No further information is available.